Event description:
Medtronic received a report that on april 27, a patient with an intracranial c7 aneurysm was treated. After completion of diagnostic angiography, access was established using a 6f intracranial support catheter, a 27 microcatheter, and an echelon microcatheter. After the 27 stent catheter and the echelon microcatheter were positioned, a ped-375-20 was advanced and partially deployed. A prime 3d 1-4 coil was then placed into the echelon microcatheter, but after the coil was delivered into the microcatheter, it could not come out. Subsequently, a prime 3d 1-2 coil was opened instead, which also could not be advanced into the echelon microcatheter. Suspecting an issue with the microcatheter, it was replaced with another echelon microcatheter (105-5091-150). The prime 3d 1-4 coil was then successfully advanced through the microcatheter and used to embolize the aneurysm; however, detachment was unsuccessful after two attempts. The coil was subsequently replaced with a prime 3d 1-2, which also could not be detached. After replacing it again with another prime 3d 1-2 coil, embolization and detachment were successful. The flow-diverting stent was deployed at the same time, the procedure was completed successfully, and the patient experienced no adverse reactions. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.